Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 579 mg/dl. Customer was not sure why the blood glucose reading was high; unable to bring the blood glucose reading down. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.